Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited possible loss of capture (loc) and undersensing on the rv channel. It was noted that low amplitudes were observed in daily measurements. Technical services recommended cardiology follow up and to evaluate the rv lead. This pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.